Event description:
On inspection, the customer found that the glidescope gvl 4 video laryngoscope (reusable) housing was chipped near the camera lens. There was no harm to a pt.

Manufacturer narrative:
Device eval summary: a verathon representative has contacted the customer to arrange for the glidescope return/replacement. An evaluation will be conducted once the device is received. On 05/10/2013 safety alert notice c/r 3022472-5-07-2013-0001-c was also issued to all customers to provide additional safety info to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage. On 07/25/2013, the customer provided a signed acknowledgement of the notification.